Event description:
This is a report of a patient who had a leak in their cassette while performing peritoneal dialysis therapy. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cassette was returned and analyzed. Visual inspection revealed cracks on the side of the cassette. A simulated therapy was performed using the cassette and an alarm indicative of a leaking cassette occurred. The leak was confirmed, but no cause was able to be identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. A request for the sample was made and is pending receipt. Upon arrival, an evaluation will be performed to investigate the reported leak. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.